Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had undergone a reset. The physician performed an invasive procedure and elected to explant the ICD and lead.